Manufacturer narrative:
The customer only returned the contour next ez meter serial # (B)(4). The customer's returned meter was tested with in-house test strips from lot # 8dpeb51bc and in-house control solution from lot # 9bv2g39, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported receiving difference of 50 mg/dl between the blood glucose readings obtained on the contour next ez meter and another blood glucose meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned. Since the strip information was not provided, this report will be submitted under the meter information.